Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette and the cycler's cassette compartment door when removing the cassette from the cycler after completing pd treatment. The patient reported receiving heater bag not detected alarm during setup. It is unknown at which point in therapy the leak may have begun. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. Upon follow up with a pdrn from the patient¿s clinic the event could not be confirmed and the patient's primary pdrn was unavailable. The pdrn indicated that the clinic has not been made aware of any patient symptoms, adverse events, injuries, or medical intervention since the date of the reported event. The pdrn is unsure if that patient has received a new cycler or returned the reported cycler. The reported cycler has been scheduled for pick up and is expected to be returned to the manufacturer for physical evaluation.